Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30124946l number, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: carto 3 system, us catalog #: unknown, serial #: unknown. Non biosense webster, inc. - baylis nrg transseptal needle; non biosense webster, inc. - small curl agilis 8.5 fr sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Post-ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 240 cc of fluid from the pericardium. The patient was transferred in stable condition to the coronary care unit (ccu) and stayed overnight for monitoring and drain removal. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the patient had difficult left and right atrial anatomy. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a baylis nrg transseptal needle. A small curl agilis 8.5 fr sheath was used. The generator was used in power control mode with a temperature cut-off at 35 degrees and power set at max 40watts. Power did not titrate during the ablation. The catheter irrigation was set at 15 ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) greater than 400 seconds. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.